Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported that during a sacrospinous fixation procedure, the device stopped retracting fully which caused the procedure to be prolonged. Troubleshooting was attempted to no avail by reloading and cleaning off the device multiple times. The procedure was completed using another capio slim device. It was indicated that some bleeding was noted; however, the patient was expected to fully recover. No further patient complications were reported.